Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (unknown concentration or dose) via an implantable pump for non-malignant pain. It was reported that the patient's pump was explanted because patient stated they were allergic to the medication. It was unknown if there were any diagnostics/troubleshooting performed. The pump and catheter was explanted. Date of explant was asked but unknown; however, the patient stated that the pump was explanted soon after it was implanted in 2018. The patient was scheduled for a pump implant. The issue was resolved at the time of report. The patient's medical history was asked but unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.